Event description:
It was reported that a patient using the ilet experienced a low blood glucose of 70 mg/dl after eating a meal that was not announced to the device, and the caregiver corrected the low with oral carbohydrate (applesauce); customer care advised not to announce since one hour had elapsed after the meal. Symptoms included hypoglycemia. Outcomes included symptom resolution after oral carbohydrate without need for medical intervention or hospitalization. Investigation included customer care troubleshooting and education. Investigation of this case revealed no device malfunction or alarm activity and suggested the event was consistent with unannounced meal dynamics and subsequent postprandial glucose variability. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.